Manufacturer narrative:
(B)(4). The battery was evaluated at philips. The eval confirmed that the unit failed to power up. Philips sent the customer a new battery which resolved the failure.

Event description:
The customer reported that the battery fails to charge. There was no report of pt involvement.